Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73b1800288 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on the third fire the clip would not fire and became stuck in the applier. There was no patient injury.

Manufacturer narrative:
(B)(4). He customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was received with its trigger partially engaged and the jaws partially closed. The rotation tab was bent out of place. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. The returned sample was reviewed with a r & d engineer. The trigger cycle of the partially engaged trigger was completed and no clip was fired. Another attempt was made and upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The clip fell out of the applier during loading. The next clip was unable to properly load into the jaws of other remarks: the device. The bent rotation tab and misloading of the clips are both indications that the clips were out of position and stacking on one another. Upon disassembly of the device, 1 more clip was remaining in the channel. No further damages were observed. The sample was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. Based on functional testing, the complaint issue was confirmed. However, it could not be determined exactly how or when the clips became out of position. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "staple would not deploy applier jammed" was confirmed based upon the sample received. One device was returned. The device was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. The device was returned with its rotation tab bent out of place. Upon functional inspection, the 2 clips that were tested were unable to properly load into the jaws of the applier. The bent rotation tab and the misloading of the tested clips are both indications that the clips were out of position and stacking on one another. The clips stacking on one another could prevent the clips from properly loading or firing from the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.

Event description:
It was reported that on the third fire the clip would not fire and became stuck in the applier. There was no patient injury.